Manufacturer narrative:
Device is not being returned.

Event description:
Procedure type: lap gastrostomy. According to the reporter: the surgeon used 2-0 silk with the endostitch instrument for gastrostomy closure. Needle broke in the patient. It delayed the case by 1 hour due to requiring c-arm to locate the components of broken needle. They were able to retrieve the needle. Surgery time was delayed by more than 30 minutes. The surgeon was an experienced user.

Manufacturer narrative:
(B)(4).